Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the inflation port broke off from the catheter.

Manufacturer narrative:
Received 1 used silicone catheter for evaluation. The visual inspection noted that the cap and inflation valve were disconnected at the inflation port of the catheter. However, the original reported event of the inflation port break was not observed. No other issues or damages were observed along the catheter. The cap and inflation valve were not returned with the sample. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "for urological use only valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water, 12 fr. (5cc balloon): use 5.5cc sterile water, 14 fr. And larger (5cc balloon): use 10cc sterile water, do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the inflation port broke off from the catheter.